Manufacturer narrative:
UDI number: (B)(4). The returned driver was evaluated. The tip was found to have broken off, likely as a result of applied forces beyond the device's capabilities. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that the tip of a screwdriver broke during final tightening within surgery. The tip was removed from the mating blocker. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screwdriver broke during final tightening within surgery. The tip was removed from the mating blocker. An alternative driver was used to complete the procedure without reported patient impacts.